Event description:
The customer observed platelet results that did not align with manual counts while using the cell-dyn emerald analyzer. The customer indicated 2 patients platelet results were lower than the lab range but were still higher than the counts from the hospital, as follows: patient 1(sid bb4271): lab tested on 6/29 plt = 45; hospital tested manually 1hour later plt = 13. Patient 1 was retested on 07/02/2015 in the lab = 87, at the hospital auto differential = 22. Patient 1 was retested on 07/06/2015 in the lab =44, at the hospital manual differential = 9. Patient 2: lab tested on 6/25 plt = 44; hospital tested manually on 6/27/15 plt = 4. Patient 2: (sid cm7749): was redrawn on 07/02/2015 in the lab = 40, at the hospital = 22. Customer's normal ranges = 140-440. Hospital's normal ranges = 130-358. The customer did indicate that patient 1 is taking medication for a pre-existing condition that would cause the platelet results to be low but is questioning why there still remains a difference between the cell-dyn emerald result of 45 versus the manual count of 13. There has been no impact to patient management reported. No additional patient information was provided.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, abbott field service review, a search for similar complaints, and a review of product labeling an abbott field service engineer (fse) completed troubleshooting of the instrument. This involved a part replacement per normal troubleshooting procedures. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of cell-dyn emerald analyzer, list number 09h39 was identified.

Event description:
(B)(6)the result data generated on (B)(6) 2015 was documented as (B)(6). (B)(6). The customer also indicated that the result data generated on (B)(6) 2015 for patient 2 ((B)(6)), previously reported on, was determined to be specimen related. The customer indicated that after the specimen was centrifuged and retested the result was not deemed discrepant.